Event description:
It was reported post implant a lap adjustable band procedure, the pt reported no restriction after a 6cc fill. Further evaluation was done and it was noted that the device tubing was cut in half. The tubing strain relief and locking mechanism were still intact and attached to the port. The tubing was cut at the end and reattached to a new port without any impact to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.